Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call on 21-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 387mg/dl. The expected fasting blood glucose test result range is 136mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a blood test was performed by the customer and produced test results of 209mg/dl non- fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is 05/16/2020. The meter memory was reviewed for previous test result history. (B)(6).